Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the patient suffered anaphylaxis during cardiac ablation. It is indicated that it is likely to be secondary to the input ps introducer sheaths used in the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.